Event description:
It was reported that the bd syringe 10ml saline fill ce had leakage past the stopper. The following information was provided by the initial reporter: (B)(6) hospital, where I have cancel treatment, used your flushes before. I always recognize and taste the nacl immediately and also the jodium in case of CT scan. Because they use now other flush, which I immediately noticed I have no nacl flavour in my mouth and nose, it is another producer of course. The attached movie is your flush. Is it common or how can I test it, that the new ones or indeed nacl. Also, your flushes have seldom airbubbles, the other ones always and quite sticky to the innerside of injection tube. Hope to receive some comment, because I care?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 4024678. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) video sample was returned for evaluation by our quality team. Through examination of the video, fluid was observed between the stopper ribs. Based on the investigation results, no specific manufacturing related circumstances could be found to explain the reported issues. Regarding the issue of fluid between the stopper ribs, this could result from the stopper assembly process or if there is any jam in any part of the process or if the syringe is hit during the manufacture. However, there is no evidence during the production process to determine an exact cause. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional leakage information